Event description:
Physician deployed device as per manufacturer protocol. On step # 4, the foot plate would not retract normally. Device was removed with return foot lever down as much as possible, and physician was able to retain sutures for groin arterial closure. Hemostasis achieved after 5 minutes of venous-type pressure applied to sight. No bleeding or hematoma noticed. We had another event with same device last month. That time, perclose broke off during pre-closure in left femoral artery. The piece broke off but the doctor put in a snare that grabs it and pulled that broken piece out. Confirmed by fluro.